Event description:
Pt's status post zero-p plate and screw implantation returned to surgeon's office for the sixty (60) day visit. An x-ray showed one screw backing out of the zero-p plate. Surgeon removed the hardware and revised the pt. This is one of two reports for this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.